Event description:
It was reported to spacelabs healthcare that one zone was greyed out on a spacelabs medical patient monitor. The central monitor was rebooted to resolve the issue. There was no patient or user harm associated with this event. The cause of the reported problem was not determined.